Manufacturer narrative:
(B)(4). The product because it was not returned for investigation. Migration of the filtration element can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use (IFU) provides the following precautions/warnings in section 3.4: do not attempt to move the filtration element after deployment and prior to the start of retrieval. Deployment of the filtration element, the subsequent deployment of complementary interventional devices over the barewire filter delivery wire, and the retrieval of the filtration element should only be performed under fluoroscopic observation. Based on the reported information, the filter migration appears to be related to the filter moving during placement of the xact stents. Additional information suggests that fluoroscopy may not have been observed during the placement of the xact stents, which may likely be the time in which the filtration element migrated. As reported, the neurological deficit may be the result of embolic plaque escaping the filtration element during the movement. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria.

Event description:
It was reported that during the procedure the emboshield nav 6 emblic protection device (epd) moved out of position in the unspecified carotid artery, sliding up the bare wire. However, this was not realized at the time and two xact stents were successfully implanted in the long lesion. The epd was removed from the anatomy without difficulty using the retrieval catheter. Post procedure when the patient, who was sedated for the procedure, awoke and it was noticed that the patient had right sided hemiplegia and was not speaking. It was believed that a piece of plaque may have escaped due to the filter movement. The neurologic deficits have improved although they have not completely resolved. Hospitalization was prolonged. Though requested, no additional information was provided.